Event description:
A malfunction alarm, identified as malfunction 12, was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully restored the pump's functionality. The issue did not recur, and the customer was advised to continue using the pump while contacting support if the problem persisted. The customer chose not to receive additional assistance for loading the cartridge and resuming insulin.